Manufacturer narrative:
The investigation led to the following observations: - the pop-ups and/or programming menus and/or dropdown list are not visible by the user. Indeed, they are present but displayed behind the main screen. Therefore, the user is not able to choose/click on the appropriate answer/parameter and this explains the reported freeze during the programmer session. - this issue has been reproduced by the r&d team. - the most likely hypothesis is a programmer software issue, and it is corrected with the new smartview version 3.18. The complaint is recorded for trending purposes.

Event description:
Reportedly, during follow up of pm teo dr sn (B)(6) the patient data screen was not working correctly. They have experienced this more often. The screen is flickering when asking for the indication/diagnosis. The screen is jumpy and they are not able to fill in correct data. Also the parameter screen is reluctant. Finally the battery is removed to restart the procedure. It is experienced as very annoying. What may cause this behavior? If needed we can change the programmer. At the moment working correctly. Please advise if there is a workaround or better solution than battery removal.